Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery. During the procedure, pump fluid loss was identified; however, its cause was not detailed. There were no patient complications.